Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06746. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. Two 33mm watchman ® laa closure device & delivery systems along with a watchman ® access system were used. The first 33mm closure device was deployed, but it was fully recaptured and removed from the patient because it was too proximal and did not engage the appendage. The second 33mm closure device was inserted into the access system. The access system was deep seated in the laa. The closure device was successfully implanted. An effusion sweep was performed and no effusion was seen. Another sweep was performed at the end of the procedure and no effusion was seen. About two hours after the procedure, a pericardial effusion was noticed. They tapped the effusion and performed a pericardial drain. The 420cc of blood was removed from the patient. The patient was stable. The drain was removed from the patient two days post procedure and the patient was discharged three days post procedure. 10 days post procedure, the patient was readmitted to the hospital with respiratory failure. The patient arrested and died. The cause of death was respiratory arrest secondary to cardiogenic pulmonary edema in light of decompensated heart failure.